Manufacturer narrative:
H3 the manufacturer's investigation unit is unable to complete testing due to another defect observed with the returned meter. Due to the condition of the returned meter, the investigation unit was unable to retrieve the meter's blood glucose test count. Section d4 has been corrected.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate.